Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to the updating of the complaint description. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Update - jul 12, 2016 - the tibial tray is now being reported for loosening at the cement/implant interface at the request of the complaint analyst.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain and poly wear of the insert.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
Conclusion and justification status: the complaint states 1st stage total knee revision performed on (B)(6) 2016 by dr (B)(6) at (B)(6) hospital. Patient underwent primary tkr (dr (B)(6) at (B)(6)) on (B)(6) 2014, where an attune cr fixed bearing with patella was implanted. Reason for revision; ongoing pain and suspected infection. Knee was doing well for approximately 7 months when the patient underwent a spinal operation (in (B)(6) 2015). It has been reported that this spinal operation became infected and shortly thereafter the left knee (attune) became painful. This pain has been ongoing since the time of the spinal operation with pain 90 percent of the time. Dr (B)(6) suspects that the knee replacement has become infected and has made a decision to remove the attune knee as part of a 2 stage procedure. On opening the knee, it was noted that the poly bearing surface appeared to have pitting and other wear marks (no third body debris was seen).the femoral component was extremely well fixed which resulted in the explanted component taking with it a fair amount of bone conversely the removal of the tibial was fairly straight forward. The tibial tray came free of the cement mantle with no bone cement adhering to the tibial tray. The bone cement appeared to be well fixed to the tibia. All components were removed and a cement spacer inserted. There was no obvious sign of infection. A complaints search and review of manufacturing records did not identify any anomalies. A review of the returned products was conducted and it was unlikely that a manufacturing defect was present. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.